Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module. The sample was initially tested in an aliquot cup that was processed on a modular pre-analytics system. The sample initially resulted as 114 mmol/l and this value was reported outside of the laboratory. The primary tube of the sample was pulled and repeated, resulting as 138 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The customer declined a service visit as they did not believe there was an analyzer hardware issue.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information.